Event description:
No additional information was provided.

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was determined that pr# (B)(4) is a pump complaint, and a disposable complaint is not needed. This MDR will be voided.

Manufacturer narrative:
Follow up MDR for correction following the submission of the initial MDR, it was determined that the complaint was already submitted under the pump and there is no need for a set MDR or complaint. See submission (B)(4). This MDR will be voided.

Event description:
No additional information was provided.